Manufacturer narrative:
Weight: unk. Ethnicity unk. Race: unk. PMA/510k: this product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -4.50/0.5/150 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Loss of bcva, blurred vision, and refractive change overtime was observed. The lens was removed on (B)(6) 2019. Cause of the event is reported as unknown. Phacoemulsification (cataract surgery) & iol implantation was scheduled for (B)(6) 2019 but the patient passed away on (B)(6) 2019. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -1.75 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Loss of bcva was observed. The lens was removed on (B)(6) 2019. Cause of the event is reported as unknown. Patient developed anterior subcapsular cataracts following icl implantation. Phacoemulsification (cataract surgery) with iol implantation was performed on the right eye 3 weeks after explantation. The patient passed away on (B)(6) 2019. (B)(4).

Manufacturer narrative:
(B)(4).